Manufacturer narrative:
Product analysis: it was determined on analysis that the on/off keypad button on the external pulse generator (epg) tested out of specification mechanically. It was also noted that the hanger assembly was worn. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) which was returned for preventative maintenance tested out of specification during manufacturer's assessment. There was no patient involvement.